Manufacturer narrative:
The user facility returned the ventilator to smiths medical international (B) (4). The ventilator was sent to smiths medical international (B) (4) and the ventilator's evaluation is pending. Due to the pending evaluation of the ventilator, the results will be reported on the follow up MDR. (B) (4)

Event description:
Patient was being ventilated for approximately 3 hours on parapac ventilator. The ventilator ceased ventilating while connected to the patient. Ventilator circuit was removed and the patient was bagged with bag/valve. There was no injury or deterioration in the patient's condition.